Event description:
Meter name: one touch basic. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shaky. A patient reported they were harmed because could not get a reading. Their meter allegedly would only prompt message "error 1". The result on their meter was: none. The result on the: no comparison. Treatment was not treated. No further info has been reported.